Event description:
It was reported that the wound at the patient¿s cervical ipg site was not healing properly. As a result, on (B)(6) 2024 the wound was re-opened and washed out to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s cervical ipg site had not healed from an implant procedure the occurred approximately 5 weeks earlier. The rep reported the patient had a wound revision. There were no complications. No additional intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.